Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A review of the device memory confirmed the device triggered end of life (eol) replacement indicator while implanted and met longevity requirements. The memory review also indicated that that a capacitor charge time alert (code 1007) and a low voltage alert (code 1003) were recorded approximately 14 months after the device reached eol status. Analysis indicates that device shocks provided after the device reached eol caused the battery voltage to decrease further, resulting in the code 1007. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1007 over a year ago. A code 1007 indicates that the device capacitor charge time exceeded the 45 second limit. The patient was noted to have not had a device check since 2016. The patient indicated that they have had magnetic resonance imaging (MRI) scans, but they do not remember when. The boston scientific representative stated that they do not believe the patient has had MRI scans since this ICD device was implanted. Boston scientific representative performed a manual capacitor reform and received another code 1007. Boston scientific technical services (ts) stated that it does not appear the code 1007 occurred during a device shock and explained to the representative that the device needs to be replaced as therapy cannot be guaranteed to be available to the patient. A subsequent call from a healthcare provider (hcp) approximately two weeks later noted the two code 1007 occurrences and that the device is at end of life status. Ts explained that the device cannot be checked, and device diagnostics cannot be reviewed at this point. Ts recommended urgent device replacement to the hcp because the patient is considered unprotected. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this ICD device was subsequently explanted and replaced for normal battery depletion. The device was returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1007 over a year ago. A code 1007 indicates that the device capacitor charge time exceeded the 45 second limit. The patient was noted to have not had a device check since 2016. The patient indicated that they have had magnetic resonance imaging (MRI) scans, but they do not remember when. The boston scientific representative stated that they do not believe the patient has had MRI scans since this ICD device was implanted. Boston scientific representative performed a manual capacitor reform and received another code 1007. Boston scientific technical services (ts) stated that it does not appear the code 1007 occurred during a device shock and explained to the representative that the device needs to be replaced as therapy cannot be guaranteed to be available to the patient. A subsequent call from a healthcare provider (hcp) approximately two weeks later noted the two code 1007 occurrences and that the device is at end of life status. Ts explained that the device cannot be checked, and device diagnostics cannot be reviewed at this point. Ts recommended urgent device replacement to the hcp because the patient is considered unprotected. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.